Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 had failed and was not detected on the bus. A field service engineer (fse) removed drawer five from the auxiliary unit, confirming that the retractor bands were functioning properly. It was observed that the retractor band cable to drawer 5.1 was not locked into place. The cable was then seated into the moab, and the locking tabs were secured. Following this adjustment, the drawer was reinstalled, but it subsequently seized during operation. During the preventative maintenance, the fse cleaned the debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height and full height cubie were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.